Event description:
A customer contacted beckman coulter inc. (Bec) regarding erratic bhcg results for one patient generated by the unicel dxl 800 access immunoassay system that did not match the patient's clinical history. On the day of admission to the hospital ((B)(6) 2011), the patient had a negative urine pregnancy test. Serum was sent to another laboratory and subsequent testing on an alternate methodology produced lower, discordant results. The patient was scheduled for surgery and the surgery was delayed until the issue was resolved (this has been documented in MDR #2122870-2011-06266) this report documents the sample run on (B)(4) 2011. Separate MDR reports have been submitted to document the results generated for this patient's samples run on different days.

Manufacturer narrative:
Per customer supplied qc charts, both levels of bhcg qc were within the customer's established ranges prior to and after the event. Routine system checks performed on (B)(4) 2011 passed within instrument specifications. Service was not requested for this event since the customer was not questioning instrument performance. A clear root cause for this event is unknown. The following mdrs have been submitted to document this patient's additional samples run on different days: 2122870-2011-06266, 2122870-2011-06267, 2122870-2011-06269, 2122870-2011-06270.